Event description:
The customer reported that the insulin pump alarmed motor error for the past three days. The blood glucose reading was 129mg/dl. Troubleshooting was performed, and no damage to the drive support noted. Reviewed the alarm history and found motor error, no delivery, and low reservoir alarms. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a protruded/loose drive support disk. The device had scratched screen, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, missing end cap sticker, cracked display window corners. The motor passed the motor test.